Manufacturer narrative:
Product analysis: the pacific plus pta device returned coiled inside the hoop within the product pouch and shelf carton. The device was decontaminated with cidex opa solution soak and tergazyme soak. No ancillary devices were returned. Lot number on luer confirmed as 221466537. The balloon returned in its post inflated state. Visual inspection under a microscope shows a break in the catheter shaft at approx. 1cm proximal to the proximal marker band. No functional testing was performed due to the condition of the returned device. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use pacific plus pta during procedure. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that balloon inflation difficulties were noted. The device would not inflate at the lesion site. There was no twist noted on the balloon. There was no pinhole leak noted on the balloon or leak on the shaft. There was no leak at the luer/hub of the catheter. A second pacific plus pta was attempted and same issue occurred. No balloon twist event occurred. No deflation issues occurred. Both balloons only had inflation issues. Physician completed with another balloon from medtronic. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.